Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of angina, death, myocardial infarction, thrombosis, ventricular fibrillation and ventricular tachycardia are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2013, the patient presented with angina and an emergency procedure was performed, implanting a 3.0x18mm non-abbott stent in the proximal left anterior descending coronary artery (lad) and a 2.25x15mm xience stent in the posterior-lateral coronary artery (pl). Post implantation, ivus was performed to confirm placement and the procedure was completed. On (B)(6) 2013, the patient experienced sudden chest pain while walking. St elevation, ventricular fibrillation (vf) and ventricular tachycardia were noted via electrocardiography and an acute myocardial infarction was diagnosed. Coronary angiography found thrombotic occlusions in the proximal lad and pl, which were aspirated and dilated with a balloon catheter. An intra-aortic balloon pump (iabp) was placed and the patient was intubated. The patient remained hemodynamically stable and on a later date, the patient was weaned from the iabp and the ventilator, but the patient was noted to have a systemic infection. Per the physician, the infection was unrelated to the implanted stents. On (B)(6) 2014, the patient died from multiple organ failure. The physician commented that the sub-acute stent occlusion occurred due to the body's response to the stents and the relationship of the death to the implanted stents cannot be ruled out. No additional information was provided.